Event description:
Three coils had been successfully deployed into the right carotid cavernous sinus aneurysm. As the fourth coil was being repositioned into the aneurysm, it prematurely detached with part of the coil exposed to the parent vessel. The physician used a goose neck snare to retrieve the coil. The patient was reported to be in a stable condition post procedure.